Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the intrahepatic duct during lithotripsy - transparietal intrahepatic stone procedure performed on (B)(6) 2020. According to the complainant, during preparation, when the spyscope was connected to the controller, there were no lights seen on the controller. No image was displayed on the monitor. The spyscope was reconnected; however, the issue was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.